Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011; inratio: >7.5; re-test: 3.7; re-test: >7.5; lab: 12.2. Tests done within an hour. The same finger was used for the first and second test, a different finger was used for the for the third test. Pt's coumadin dose was held due to lab result. No bruising/bleeding reported. Previous results: date: (B)(6) 2011; inratio: 3.5. Date: (B)(6) 2011; inratio: 2.7.